Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of difficulty removing the guidewire of a powerglide pro is confirmed and was determined to be use related. One 18 ga powerglide pro was returned for evaluation. The guidewire in the returned powerglide pro was observed to have disjointed coils throughout the distal end of the guidewire, and the guidewire was observed to have sharp bends coming out of the distal end of the needle. Biological residues were observed on the wire. Based on the sharp bends and disjointed coils observed along the returned guidewire of the powerglide pro, the complaint of difficult device removal is confirmed. Insertion into resistance such as tissue can cause damage to the guidewire thus causing difficulty during removal of the guidewire. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by customer that powerglide guidewire "did not function" correctly. Rep mentioned it looks like the sample has the guidewire deployed but bent, with the catheter deployed as well. Additional information received 07-05-2023: it was reported by the customer a second unit was placed with no event. Did not involve an urgent/life threatening medical situation. 11/9/2023 - one device was returned for evaluation and the guidewire was found to have disjointed coils and sharp bends on the needle.